Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The rep completed approximately 24 successful 3d spins at different stages of troubleshooting. The system's logs confirmed a recoverable error 134 (5vdc out of tolerance). As a result, the rep adjusted the low voltage power supply to within tolerance @5.12. The batteries checked out okay. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system was beeping and would not take a 3d spin. No patient was present during the time of the reported incident.